Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure device on left side perforated into broad ligament"), embedded device ("embedded within the right cornu is a metallic coiled medical device"), device dislocation ("embedded within the right cornu is a metallic coiled medical device") and device expulsion ("intrauterine device which has migrated beyond endometrium into left myometrium and possibly just outside myometrium") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, dyspareunia, smoker, ovarian cyst, asherman's syndrome, penicillin allergy, surgery (breast reduction essure gallbladder novasure ablation endometrial ablation cholecystectomy hysteroscopy breast reduction surgery breast biopsy- left breast laparoscopy), herpes nos, chickenpox, uterine leiomyoma, herpetic vulvovaginitis, vulval burning sensation, parity 4, gravida ii and pelvic pain female (the patient describes the pain as being 7/10 in severity and having a dull and a sharp quality.). Previously administered products included: desogen [desogestrel;ethinylestradiol], diflucan, metrogel, terazol [terconazole], acyclovir abbott vial and antibiotics. The patient had a family history of lung cancer and diabetes. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 735 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required) and device expulsion (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, device expulsion, embedded device and fallopian tube perforation to be related to essure administration. The reporter commented: the position of the essure micro-insert was assessed, the number of expanded coils that appeared trailing into the uterine cavity was 3, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well, stating she had only mild cramps at most. Discrepancy noted insertion date of drug updated to (B)(6) 2009 from (B)(6) 2010 00:00. Discrepancy noted removal date of drug updated to (B)(6) 2011 from (B)(6) 2015 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.094 kg/sqm. [Human papilloma virus test] on (B)(6) 2008: pap ig, hpv-hr diagnosis: cellular changes associated with inflammation are present specimen adequacy: satisfactory for evaluation. Endocervical and/or squamous metaplastic cells are present. Clinician provided : routine gynecological examination hpv ¿ positive [hysterosalpingogram] on (B)(6) 2009: date of surgery: (B)(6) 2009. Preoperative and postoperatibve diagnosis: hysterosalpingogram for documentation of tubal blockage as follow up for essure permanent sterilization procedure performed 12 weeks prior to this surgery. Procedure: hysterosalpingogram. Description of procedure: the patient's left placement had been somewhat difficult in the office setting, as the essure was placed 12 weeks prior to this procedure, and the left device now demonstrates normal placement with no signs of any compromise in the most proximal part of the tube. Of interest, the right had been quite easily placed but now demonstrates a significant migration away from the cornua. Possibly measuring about 3 cm. The tube does not demonstrate any signs of patency. Despite adequate pressure with the dye, and clear evidence that the endometrium is filled with significant pressure. The hsg does demonstrate good tubal blockage but with that migration of the device. The patient tolerated the procedure well and went to the recovery room in good condition. [Pathology test] on (B)(6) 2015: surgical pathology report clinical history: pre-operative and post-operative diagnosis: endometrial mass, pelvic pain final diagnosis: a. Uterus, excision: - cervix with benign mucous cyst. - denuded (absent) endometrium with patchy fibrous scarring. - myometrium, no histopathologic diagnosis. - intrauterine device grossly identified. B. Segment of fallopian tube, clinically left, excision: - segment of uterine tube, no histopathologic diagnosis. C. Segment of fallopian tube, clinically right, excision: - segment of uterine tube with focus consistent with endometriosis. Gross description: a. Embedded within the right cornu is a metallic coiled medical device. The cervical canal is tan glistening with multiple mucin filled cysts up to 0.9 cm in greatest dimension. B. Received in formalin, labeled with the patients name and "right fallopian tube" is a 5.4 cm in length by 0.6 cm in diameter fimbriated fallopian tube with a purple gray, smooth serosa containing two paratubal cysts (0.2 and 0.4 cm). The cut surfaces are tan with a pinpoint lumen and containing a single coiled medical device. [Ultrasound scan] on (B)(6) 2015: indication: pelvic pain female. Findings: the uterus measures 8.1 x 4.7 x 6.2 cm. There is suggestion of some polypoid endometrial thickening in the fundus, measuring up to 10 mm in thickness. Other portions of the endometrial stripe measure 3 mm in thickness. There is a linear hyperechoic structure extending from margin of left-sided endometrium to uterine surface along margin of left adnexa. There is heterogeneity of the myometrium. There are cervical nabothian cysts. There is no free fluid in the pelvic cul-de-sac. The right ovary measures 2.4 x 2.3 x 1.5 cm and appears normal. The right ovary measures 2.4 x 2.2 x 1.5 cm and appears normal. Impression: 1. Hyperechoic structure of left uterus likely intrauterine device which has migrated beyond endometrium into left myometrium and possibly just outside myometrium. Recommend correlation with history of intrauterine device. 2. Polypoid thickening of the right fundal endometrium. This is not well visualized. This could be related to endometrial polyp, hemorrhage, or focal hyperplasia.; on (B)(6) 2015: what was seen by ultrasound was within the mesosalpinx between the ovary and the uterus and non-attainable without a tremendous amount of blood loss. The right essure device was in place. There was a4-5cmoldcorpusluteum cyst with a large amount of fluid in the left side and this was drained with the laser. There was no evidence of endometriosis fibroids and the appendix was normal. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records embedded device (B)(6) and device dislocation (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added . Indication added . .non drug treatment updated. Events embedded device, fallopian tube perforation, device dislocation and device expulsion added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.